Event description:
It was reported that, the fiber broke in half while lasering. There was plenty of slack on the fiber. Another fiber was used to complete the procedure. There were no patient or user complications reported.